Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that at approximately 03.00, nurse responded to syringe pump alarms and found the remodulin syringe dislodged from the pump and lying on the patient¿s bed. Nurse reinserted the syringe, verified pump settings against the medication administration record and restarted the infusion. While the nurse remained in the room, the patient repeatedly pulled at the tubing, causing the syringe to detach from the pump five additional times. A remodulin volume check at 0333 showed 1.8 cc, compared to 2.05 cc at 0027, indicating the patient received 0.25 cc during that period. Resident was notified and assessed the patient at bedside. Nurse and resident confirmed pump settings and volume together. Resident notified fellow, and charge nurse was updated. Fellow advised continued monitoring with remodulin volume checks at 0500 and 0700, q15-minute vitals for 1 hour, then q30-minute vitals for 1 hour, followed by q1-hour vitals ongoing. Volume checks showed 1.75 cc at 0511 and 1.7 cc at 0648. Providers were updated. Blood pressures remained stable with systolic 80s¿100s, diastolic 40s¿60s, maps 50s¿80s throughout monitoring. There was patient involvement, but no reported harm.